Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that the desktop charger connector pin broke off and got stuck in the recharger connector port. The caller was unable to remove the connector pin. The caller stated that the connector pin broke off of a desktop charger that was already replaced due to a damaged cord. The issue was not resolved. A request was sent to the repair department to replace the recharger with the wireless kit and medium drape. Agent emailed wireless recharger instructions to the caller.